Event description:
The manufacturer received information from a service technician that a (software update failed) ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned and evaluated by philips service center. The device evaluation found error codes in the event log in relation to therapy cpu is still running in boot monitor software and internal li-ion battery is reporting a permanent failure after the software update failed. The internal battery, detachable battery and system board were damaged during the software update. The internal battery pack and system board were replaced to address the issue. The software was upgraded to version 1.06.10. Additionally, the in-line filter. Prox is clogged with dust, therefore the in-line filter. Prox was replaced. The muffler assembly and air inlet foam filter were replaced for four-year preventive maintenance. The unit passed final test. The detachable battery pack will be supplied afterwards.